Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker exhibited a high capture threshold and the port of the explanted pacemaker contained blood. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Field event of capturing problem was not confirmed.the device was received from the field with battery voltage above elective replacement level. Visual inspection showed minimal amount of blood on header bore, this will not cause any clinical risk. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.